Event description:
It was reported that the right ventricular lead had high threshold and episodes were stored that may indicate loss of capture or may be bigeminy. The episodes were reviewed by the clinic and due to the shorter intervals and the fluctuating threshold, reprogramming was done and the patient is being monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-52 lead implanted 2006-(B)(6). (B)(4).